Event description:
Per the clinic, the patient experienced an extrusion of internal magnet. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown and subsequently was treated with oral and IV antibiotics. The implanted device remains.